Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after patient notifier was delivered for non-sustained rv oversensing due to myopotential inhibition. Programming changes were made and a successful dft test was performed. Patient condition was well after the event.